Event description:
Removed traclet at 1530 and hemostasis achieved. Seconds after removing traclet, right radial site began bleeding. Applied manual pressure x 15 min to achieve hemostasis per manager...we will discuss going back to the tr band at the next or safety committee meeting this facility as well as other facilities within the hospital system have had similar problems with this device. At this facility, there have been at least 23 events over the last approximately 18 months. The manufacturer has been notified, products have been returned, and the manufacturer has provided education to the staff several times. The manufacturer provided initial education as well re-education on multiple occasions throughout this time period. Staff continue to use the device according to the instructions for use and according to the education they received from the manufacturer; but the problems continue. Patients are experiencing hematomas and bleeding requiring additional intervention and monitoring. Manufacturer response for traclet, traclet (per site reporter): aware of events.